Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in impedance and thresholds. A kink was noted near the distal coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the exposed svc (superior vena cava) and rv (right ventricular) defibrillation coils became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated apparent explant damage. The returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the increasing impedance/threshold described in the event. There were no anomalies observed on the returned partial lead in segments. All visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with severe explant damage. The full lead was not returned. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising. Impedance trend shows a 200 ohm increase over 58 weeks, starting at 1728 ohm and increasing to 1912 ohms on (B)(6) 2014. There were no sudden changes or wide variation between the minimum and maximum. The out of range subthreshold lead impedance alert occurred on (B)(6) 2014 03:00:03.